Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call no delivery alarm, motor error alarm and motion sensor test failure. Customer's blood glucose level was 150 mg/dl. Troubleshooting on the insulin pump was performed. Customer advised the drive support cap was normal and they passed the displacement test. Customer had multiple motor error alarms in addition to other alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. No a35 error was noted during testing. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional testing was not completed due to this anomaly. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.